Event description:
During an incident in 02 involving a female patient who was flatlined, this defibrillator gave no prompts, stayed on for about 2 minutes and shut off. The battery was replaced and the same thing happened. The patient was pronounced at the scene.